Event description:
No additional information was provided.

Manufacturer narrative:
Two photos were provided to our quality team for investigation. Both photos show one loose syringe with a black line on or in the barrel. The condition observed is non-conforming per product specification. It cannot be determined from the photo provided if the foreign matter is inside or outside of the barrel. A physical sample is required for a more thorough evaluation and potential root cause determination. These conditions are occurring below their expected frequency so, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4051417. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 301073. Batch#: 4051417. It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Particulates, are being found in barrel of 3ml syringe 5ml syringe. I need credits because they felt all trays are compromised that they opened. Product number - 301073. Lot number - 4051417.